Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was poor sleeve function and blood leakage occurred. This occurred on 6 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: the department of gynecology reported today that during the blood collection process in the past half month, there were 6 cases of fbn sleeve leakage, and contact with the skin of nurses, and appeared in the blood collection process of different nurses on different days. The blood leakage when about the third tube was connected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was poor sleeve function and blood leakage occurred. This occurred on 6 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: the department of gynecology reported today that during the blood collection process in the past half month, there were 6 cases of fbn sleeve leakage, and contact with the skin of nurses, and appeared in the blood collection process of different nurses on different days. The blood leakage when about the third tube was connected.